Event description:
Per the clinic, the device was explanted (date not reported) due to an infection; and the patient was treated with IV antibiotics. The device has not been made available for analysis as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed (B)(6) 2016.

Manufacturer narrative:
(B)(4). The device is currently unavailable.